Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Additionally, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis as the family did not want to release the prosthesis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this device was explanted after an implant duration of two (2) years, four (4) months due severe aortic insufficiency, secondary to structural valve deterioration. A 23mm pericardial bioprosthesis was implanted in replacement. There were no reported complications.